Manufacturer narrative:
Additional, changed, and/or corrected data b.5., d.6., d.7., g.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device remains implanted.

Event description:
Healthcare professional additionally reported "any creases".

Manufacturer narrative:
Visual analysis of device photos: device photograph(s) for the device related to the reported event of capsular contracture and crease/folding of implant was reviewed on (B)(6) 2020. Visual analysis of the identified photos: crease fold, deformation, and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.